Event description:
Per independent repair statement alarming or red light. The 4 way valve is stuck, the sieve beds are saturated, the power switch has short circuited, the clamp leaks, and the zip ties are broken.